Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The reported issue regarding the residue/debris has been confirmed by the evaluation of the returned pictures and the investigation of the returned ac/dc converter. The issue does not affect the function. When mounted into a test ventilator device, the function is according specifications. It has not been fully established what is causing the residue. An investigation is ongoing in collaboration with the supplier of the ac/dc converter to establish the root cause of this issue.

Event description:
It was reported that a residue of unknown origin was found on the attachment screws on one of the printed circuit boards. There was no patient involvement. (B)(4).